Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver lost approximately three weeks of data. No additional event or patient information is available. Data was provided by the patient. Review of the data did not confirm the reported loss of data. The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.